Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the anorectum during a special treatment by enteroscopy procedure performed on (B)(6) 2026. It was reported that during the procedure, when the fifth band was prepared to be deployed, the rubber band was stuck, the handle could rotate normally, and a click sound could be heard. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands failure to deploy. The speedband superview super 7 device was returned for analysis, and no abnormalities were found in the handle section. The ligator housing was not returned, which limited the ability to evaluate the deployment mechanism and assess the condition of the remaining bands. No additional observations were identified in the components received. The reported event of bands failure to deploy could not be confirmed through product testing because the ligator housing was not available for analysis. A risk review was completed and confirmed that bands failure to deploy is defined in the risk documentation and is documented accordingly. Product record review verified that the device met all manufacturing specifications prior to distribution and no deviations were reported during assembly. However, due to the absence of the ligator housing and the limited evidence available, it cannot be determined whether the reported issue resulted from procedural technique, device handling, or a potential device related malfunction. Therefore, the most probable root cause for this event is classified as unable to exclude device problem.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands failure to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the anorectum during a special treatment by enteroscopy procedure performed on (B)(6) 2026. It was reported that during the procedure, when the fifth band was prepared to be deployed, the rubber band was stuck, the handle could rotate normally, and a click sound could be heard. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.